Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1801198 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect, considering our in-coming and in-process inspection.

Event description:
It was reported that the stopper in the bd¿ syringe was defective and didn't "match with the barrel", resulting in drug leakage past it during the injection. The following information was provided by the initial reporter, translated from chinese to english: "the stopper of the 5ml syringe does not match with the barrel, resulting in the leakage of drug fluid at the stopper during intravenous injection of the drug, and the drug cannot fully play its role."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd¿ syringe was defective and didn't "match with the barrel", resulting in drug leakage past it during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "the stopper of the 5ml syringe does not match with the barrel, resulting in the leakage of drug fluid at the stopper during intravenous injection of the drug, and the drug cannot fully play its role."